Event description:
It was reported that a cartridge change error occurred. Subsequently, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer contacted health care provider to obtain alternate insulin therapy. Customer's blood glucose level was 144-220 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.